Event description:
Rptr has had four breast surgeries. A medical professional has confirmed silicone throughout her body. She has had infection, excess fluid and numbness in the surgical area. Implants ruptured and she had bleeding through the envelope. She c/o high blood pressure, neuropathy. Short-term memory loss, getting lost or confused, balance disturbances, multiple sclerosis, ear aches, chest/rib cage: pain &/or burning sensation, inflammation. Elevated cholesterol or triglicerides, thyroid problems, chronic swelling, chronic pain of extremities, heat or cold sensitivities, hands and feet turn blue, feet hurt, raynaud's disease. Frequent low grade fever. Substantial hair loss, frequent migraines/severe headaches. Heart problems, connective tissue disease, lupus, joint inflammation, swelling, pain/arthralgia, rheumatoid arthritis, chronic swollen lymph nodes, chronic unexplained muscle spasms, frozen shoulder, unexplained rashes, skin burning, sun sensitivity, numerous moles, freckles, etc. Sleep disturbed, non-restorative sleep. Vasculitis. Chronic fatigue syndrome, extreme exhaustion, clumsiness/drop things, misjudge distance/run into objects, and falls a lot. (*)